Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deploy a watchman closure device. The first closure device was 21mm and had two partial recaptures due to position and one full recapture based on the device size. The second closure device was 24mm and had two partial recaptures due to position. On the 3rd attempt the 24mm closure device was implanted successfully; however, a hematoma in the right groin occurred. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. To resolve the hematoma, digital pressure was applied. The event was considered to be resolved the same day.